Event description:
As reported, an 8mm x 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm) during post dilation of an unknown stent. A 7mm powerflex pro pta balloon catheter was used as a replacement and was successfully expanded at 14 atm. There were no reported injuries to the patient. This was during an iliac procedure. The unknown stent was placed prior to use of the powerflex pro balloon catheter. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, an 8mm x 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at four atmospheres (atm) during post dilation of an unknown stent. A 7mm powerflex pro pta balloon catheter was used as a replacement and was successfully expanded at 14 atm. There were no reported injuries to the patient. This was during an iliac procedure. The unknown stent was placed prior to use of the powerflex pro balloon catheter. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for analysis. A product history record (phr) review of lot 82276730 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The device ruptured during post-dilation of an implanted stent; stent struts can easily damage balloon material when attempting to cross inside the stent and/or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, an 8mm x 2cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm) during post dilation of an unknown stent. A 7mm powerflex pro pta balloon catheter was used as a replacement and was successfully expanded at 14 atm. There were no reported injuries to the patient. This was during an iliac procedure. The unknown stent was placed prior to use of the powerflex pro balloon catheter. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276730 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.